Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, a hyphema was observed in a pt during surgery. The pt was examined two days following the surgery and a shallow anterior chamber and hypotony was reported. Approx six days following surgery the shunt was in contact with the iris, and iris photocoagulation was performed. Suture lysis, needling and treatment with medication were performed approx nine week later, with additional needling performed approx two months later. The surgeon indicated the event was unrelated to the product; it was a result of a procedure complication.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).